Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported a broken sear latch. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: b.5, d.11, h.6 device codes. Correction: b.1; b.2; e.3; h.1, h.6 patient codes.

Event description:
Customer advocacy received a copy of the customer's medwatch sus voluntary event report from the FDA which states, "insulin IV bag 100 units/100ml was set up and connected to patient when the pump was turned on, it alarmed the alarm message displayed was close door - safety clamp open, which continued to alarm. The tubing was removed from the pump module; however, it was determined pt. Received a bolus of 70 units of insulin within few minutes. The patient was treated with dextrose and blood glucose levels were maintained. There was no known harm to the patient, and the patient was discharged on (B)(6) 2020. It was determined following the event that the sear latch on the pump module door was completely missing because when the tubing was removed from the pump, the safety clamp on the IV administration tubing set was not activated into to closed position because the sear was missing."